Event description:
It was reported that the customer experienced a low blood glucose (bg) level of ¿low¿ on the continuous glucose monitor graph. Low bg cause was not known. Customer drank a (B)(6) and ate cereal to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.